Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The cartridge was loaded and removed without any difficulties during testing. The knife reverse worked properly during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, three devices were used and there were different issues with each device. The first device was fired five times and upon replacement of the sixth cartridge, the scrub nurse was unable to reload the device and she thought the knife blade might still be advanced in the device. The second device was loaded and fired successfully once but upon reloading with the second cartridge the device would not fire. This was not checked with another cartridge. A third and final device was loaded and fired twice successfully. The device could not be reloaded on the third occasion in a similar way to the first device. Unfortunately the devices were all bagged up together so it is not possible to indicate which device belongs to which incident. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).